Event description:
On 03/21/2007 abbott point of care was contacted by a customer who reported that a patient was treated with a low molecular weight heparin product based on an I-stat cardiac troponin I cartridge result of 0.88ng/ml. The customer reported testing a new sample 90 minutes later which yielded a cardiac troponin I result of 0.01ng/ml.